Manufacturer narrative:
Lot review: a review of suspect lot# 60-110-he showed that (B)(4) units were manufactured, tested, inspected and released in december of 2015 citing no anomalies. Receipt analysis: 08/05/2016 - received one used z7072, spinning spiros closed male luer, suspect lot numbers 60-113-he. One used 60ml bd syringe. The spiros was attached to the syringe. Functional testing a used z7072 spinning spiros was returned connected to a 60cc bd luer lock syringe. It is not known if an attempt was made to reconnect the z7072 spinning spiros to the syringe after it had become disconnected from the syringe. The residual torque of the z7072 spinning spiros spin feature was 0.30in-lbs. The shear tab was not in a location that would have resulted in it becoming bound inside the gate well. A used z7072 spinning spiros was returned connected to a 60cc bd luer lock syringe. It is not known if an attempt was made to reconnect the z7072 spinning spiros to the syringe after it had become disconnected from the syringe. The residual torq spinning spiros spin feature was 0.30in-lbs. The shear tab was not in a location that would have resulted in it becoming bound inside the gate well. Final analysis: the complaint of a z7072 spinning spiros becoming disconnected from a syringe was unable to be confirmed. A z7072 spinning spiros was returned connected to the 60ml bd luer lock syringe. The measured residual torque is typically not high enough to result in a premature disconnect.

Event description:
Complaint received regarding one z7072, spinning spiros closed male luer, suspect lot numbers 60-113-he (mfd. 12/2015). Chemo nurse used spinning spiros that was attached to a 60 cc syringe to infusion chemo into a lower y-site of a primary line. Spiros upon attaching to the needle free connector, came off the syringe. Unprotected chemo exposure reported. The spill was contained and cleaned per standard hospital protocol. The clinician and patient had no adverse events from the incident.